Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for follow-up on (B)(6) 2021. During examination of the leads, it was noted that the right atrial (ra) lead had dislodged. The physician explanted the ra lead on (B)(6) 2021. The patient was in stable condition.